Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within three months of the implant date, the patient developed twiddler's syndrome. It was also reported that the right ventricular (rv) lead dislodged and retracted into the superior vena cava (svc), with the rv lead coiled in the pocket. The rv lead was initially programmed off, then explanted and replaced. Medical intervention was required as a result of this event. No further patient complications have been reported as a result of this event.